Manufacturer narrative:
(B)(4). Analysis of the lead model 3889-33 lot unknown found no anomaly. Continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported a lead was broken. The lead was used and the impedance measurement on one electrode was high. A different test cable was tried. The lead was not used due to one electrode fracture and a new lead was implanted. No patient injury was reported. The patient resolved without sequelae.

Manufacturer narrative:
Product ID: 3889-33, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.